Event description:
The pt was being fed using a pump. An unknown amount of an enteral feeding solution was hung, and the pump was set to deliver at unknown rate. The rptr stated the pump overdelivered. The pt was sent to the hosp. Pt had pneumonia which aggravated the situation. No illness, injury or medical intervention has been reported in association with the event. One pt involved. Note: the event date given above is approximate.